Event description:
It was reported that the atrial lead exhibited noise. The physician stated that the right ventricular riata lead function tests and fluoroscopic examination did not exclude high voltage conductors from being extruded. Lead function test findings noted that the right ventricular lead impedance was within normal limits and sensing and capture threshold were consistent with those at implant. No externalization was seen upon fluoroscopic examination. Both leads were explanted. There were no adverse events related to the lead malfunction and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. Internal insulation abrasion and explant damage breaching ring electrode cables lumen was noted at 10.0 cm to 12.8 cm from the distal tip. Both ring electrode cables etfe coatings were damaged consistent with explant process. Internal insulation abrasion breaching ring electrode cables lumen was noted at 15.1 cm to 16.3 cm from the distal tip.ring electrode cables etfe coating was intact. One lead-to-can external insulation abrasion breaching superior vena cava cables lumen was noted at 40.0 cm to 40.2 cm from the distal tip. Superior vena cava cables etfe coating was intact in this abrasion region. Two internal insulation abrasions breaching right ventricular cables lumen noted at 22.9 cm to 23.0 cm and 23.8 cm to 23.9 cm from the distal tip were found under superior vena cava shock coil. Right ventricular cables etfe coating was intact in these abrasion regions. Other damages on these pieces were consistent with procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths.